Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, analysis was unable to prime unit during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The insulin pump was received with missing segments due to cracked connector at lcd board. The insulin pump was received with cracked case at display window corners and battery tube threads, scratched lcd window, and a missing end cap sticker. The motor was tested outside the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 15.2 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.